Manufacturer narrative:
(B)(4).

Event description:
Product analysis (pa) on the returned generator was completed. Although the reported allegations of ¿increased seizures¿ and ¿cognitive changes¿ cannot be evaluated in the (B)(6) laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the (B)(6) lab. In the (B)(6) lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.032 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 21.182% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Implant and warranty registration card was received indicating that the patient received a prophylactic battery replacement. The explanted generator was received for product analysis and is currently ongoing.

Event description:
Information was received that the patient was seen by the physician and referred for a prophylactic battery replacement to upgrade to a sentiva. The physician believes that the increase in seizures which are below pre-vns baseline are related to medication becoming less effective. The memory loss is believed to be a result of lifelong seizures and extensive medication but not related to vns. No intervention will be taken for the memory loss.

Event description:
It was reported by the or support specialist that the patient was concerned with her vns and she feels it is not working as good as it used to. The patient reports an increase in seizures activity mostly at night and complained of significant memory loss. The patient's current battery is ok and possible upgrade to sentiva will be discussed at next appointment with physician. It was indicated by the physician office that they have no heard from the patient and are trying to bring the patient in. No surgical intervention related to the reported event has been reported to date. No additional relevant information has been received to date.